Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. The autopulse platform is a reusable device and was manufactured in 23 sep 2004. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse battery (sn unk) was inserted in the autopulse platform (B)(4) and the user had to repeatedly press the power button before the platform was able to initialize. Following this, the platform performed continuous compression for an unspecified amount of time; however, eventually powered off. No impact or known patient consequence was reported.